Event description:
Hill-rom received a report from the account stating the air mattress is alarming and not working properly and the patient has developed new sores on his back side and shoulder blades, one of which is a stage 3 sore. The patient is being treated with dressings and a wound vac for the stage 3. The bed is located in the patient's home. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found an air leak in the manifold and an error with the air control board. The technician replaced the manifold, air control board and cabling to resolve the issue. Based on this information, no further action is required. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The patient's mother stated the patient is a quadriplegic and is also in a wheel chair for 8-9 hours a day. She feels the combination of the use of the wheel chair and the mattress not working contributed to the wounds.